Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported another sg value not available. During troubleshooting the customer checked for a bent cannula and found it broken in half. The sensor will not be returned for analysis.